Event description:
During a breast biopsy, the probes would not initialize. They made a loud noise when cutting and did not cut well. The case was completed with a like device with no patient consequence.